Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds and failure to capture. The lead was explanted and replaced. The patient was in stable condition.